Manufacturer narrative:
Insulin pump received with unresponsive up button, due to corroded keypad trace. No display ramping on its own anomaly noted. Insulin pump received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 155 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.